Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress/kink and the reported material separation were able to be confirmed. The reported difficult to advance was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the guiding catheter resulted in the reported difficult to advance. Manipulation of the device resulted in the noted multiple hypotube bends, the reported/noted hypotube kink and ultimately resulted in the reported/noted material separation. Interaction/manipulation likely compromised the stent resulting in the noted crossing profile out of specification. The noted chipboard box creases likely occurred due to shipping/handling. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure performed was to treat a moderately tortuous, heavily calcified right coronary artery. Pre-dilatation was performed with a 2.5x15mm trek balloon and a 2.5x18mm xience xpedition stent was deployed. During post dilatation a 2.75x12mm nc trek balloon dilatation catheter (bdc) was advanced; however, advancing through an unspecified guiding catheter resistance was met. The bdc was then removed and re-inserted through the guiding catheter. Once again resistance was met with anatomy and the device was removed. Upon removing it was noted that the shaft of the bdc was broken and kinked. Another same size nc trek bdc was used to successfully complete the procedure. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.